Event description:
Reported as description of event: foreign object found in patient on chest x-ray. Interventional radiologist (ir) consulted and removed object. Object sent to pathology. Appears to be a small piece of wire. Patient had a bard PICC line inserted. The following was provided by the PICC team: catalog for provena PICC 3 lumen is s9395108d. Lot rees0397, 5fr.